Event description:
It was reported that the device stopped aspiration. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the popliteal artery. While the device was inside the patient, it was observed that aspiration had stopped. The device was actively working through the lesion when aspiration stopped. No suction from the catheter could be observed. The device was removed and replaced with a new device of the same model. The procedure was completed and the patient experienced no adverse effects.

Manufacturer narrative:
Device eval by manufacturer: the returned product consisted of a 2.4 mm jetstream xc atherectomy catheter. Visual analysis revealed no damage, however, the spike line was broken during analysis. Functional testing was performed by completing the setup procedure per the directions for use and using a test spike line. Test results showed that the device did not perform as designed per the test procedure specifications of withdrawing 2 ml of fluid in a one minute time frame. Dissection of the catheter shaft revealed the aspiration lumen was occluded with a heavy clot burden, which contributed to the aspiration issues. Inspection of the remainder of the device presented no other damages or irregularities.

Event description:
It was reported that the device stopped aspiration. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the popliteal artery. While the device was inside the patient, it was observed that aspiration had stopped. The device was actively working through the lesion when aspiration stopped. No suction from the catheter could be observed. The device was removed and replaced with a new device of the same model. The procedure was completed and the patient experienced no adverse effects.